Event description:
Discordant, falsely elevated calcium (ca) results were reported for one patient sample on a dimension vista 1500 instrument. The discordant results were erroneously reported to the physician(s). The customer discovered that the result which was reported belonged to a different patient and corrected the result to the result which was initially obtained on the sample, which was lower. The customer performed repeat testing on the same instrument, and the result matched the initial result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site for a separate issue. After evaluation of the instrument and instrument data, the cse ran service methods on server 1, replaced and aligned reagent probe 4 and ran a quick check and quality controls. The cause of the discordant calcium result, belonging to a different patient being reported out, was a user error. The instrument is performing according to specifications. No further evaluation of the device is required.